Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unresponsive. Additionally, it was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no patient involvement, as the pump was being used for demonstration purposes only. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.